Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Whilst using the procore 20 fna needle (cook) the needle failed. Needle was passed safely in and out of scope (4th use). Whilst out of the scope and attempting to retrieve sample the sheath covering the needle/ needle wire, broke mid way down the sheath. The wire became visible, when attempting to flush needle to retrieve sample the wire snapped and a sharp became visible mid way down. As per completed complaint form: "no harm was incurred by staff or patients."

Manufacturer narrative:
PMA/510(k) # k142688 cook ireland ltd (manufacturer) is submitting this report on behalf of (B)(4) (importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4), importer site establishment registration number: (B)(4). This follow up report is being submitted due to the completion of the investigation into this event and the update to the conclusion of this investigation. Complaint device was not returned therefore a document based review will be performed. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1558752 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1558752. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use. The failure of needle broken was concluded from the available information. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force which can be applied when trying to get the needle out of the scope during advancement, it can also be applied when removing the needle. This can lead to sheath and needle damage. Complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the completion of the investifation into this event and the update to the conclusion of this investigation. Initial report details: whilst using the procore 20 fna needle (cook) the needle failed. Needle was passed safely in and out of scope (4th use) whilst out of the scope and attempting to retrieve sample the sheath covering the needle/ needle wire, broke mid way down the sheath. The wire became visible, when attempting to flush needle to retrieve sample the wire snapped and a sharp became visible mid way down. As per completed complaint form: "whilst using the procore 20 fna needle (cook) the needle failed. Needle was passed safely in and out of scope (4th use) whilst out of the scope and attempting to retrieve sample the sheath covering the needle/ needle wire, broke mid way down the sheath. The wire became visible, when attempting to flush needle to retrieve sample the wire snapped and a sharp became visible mid way down. No harm was incurred by staff or patients".

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Whilst using the procore 20 fna needle (cook) the needle failed. Needle was passed safely in and out of scope (4th use) whilst out of the scope and attempting to retrieve sample the sheath covering the needle/ needle wire, broke mid way down the sheath. The wire became visible, when attempting to flush needle to retrieve sample the wire snapped and a sharp became visible mid way down as per completed complaint form: "whilst using the procore 20 fna needle (cook) the needle failed. Needle was passed safely in and out of scope (4th use) whilst out of the scope and attempting to retrieve sample the sheath covering the needle/ needle wire, broke mid way down the sheath. The wire became visible, when attempting to flush needle to retrieve sample the wire snapped and a sharp became visible mid way down. No harm was incurred by staff or patients."